Event description:
It was reported during a surgical procedure that the physician was utilizing a speedlock implant. Intra-operative while attempting to disengage the implant, the implant would not detach and the bullet shot outside of the anchor window. As a result, the implant was removed from the site and a new bone hole was drilled to place another implant. The repair was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.